Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned transmitter confirmed the intermittent out of range. A receiver (sn (B)(4), mfg date: 03/22/2013) was also returned for evaluation and there was no issue detected.